Event description:
The fe reported the system lost power when the interconnect cable was jostled. This likely resulted in a shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.